Manufacturer narrative:
Date of report: 19feb2019. Date rec¿d by MFR: 18feb2019. Philips field service engineer (fse) confirmed the reported issue. The fse reset the solenoid 1 connection and reseated the chassis connection to resolve the issue. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 29nov2018. Serial number not available. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a crossover circuit fault. There was no patient or user harm reported. The event date was not specified; estimate used.